Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent wound drainage and evacuation of a hematoma on (B)(6) 2003. There were no components removed or replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿